Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported the ih-incubator l (first installed 2019) was overheating and started giving off a burning smell. Afterwards, the icons on the touch screen were no longer responsive. Nobody was harmed by this incident. A technical support representative advised the customer not to use the instrument. They were using an ortho incubator until a replacement unit arrived.. The affected instrument was sent to the product support lab in parsippany nj for troubleshooting. There, the instrument was inspected and tested to see if the problem was replicable and to find the source of the problem. The power supply and fuse holder was inspected: no burns or manufacturing defects were found. The incubator powered on without issues. The touch screen is responsive and functional. The instrument was left on for a full working day and neither overheating nor a burning smell could be noticed. The instrument went into standby mode as intended and did not fail to power back on after touching the screen. Other than dust buildup on the blades and filter of the fan, no damage or defects have been found for the instrument's internal components. The instrument has been turned on, put in standby, and tested using its timer function to simulate regular use at a customer site. No overheating or burning has been observed and internal incubator temperature matches system reading. No damage or defects found in internal components of instrument. Overheating and burning smell reported by the customer was not reproduceable after using the instrument for several hours.